Event description:
A consumer reports cloudy and double near vision in addition to halos at night following intraocular lens (iol) implant surgery. He also notices a shadow on the temporal side when looking straight ahead. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 03/07/2008.